Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium (ca) on a cobas 8000 c 702 module. The customer repeated patient samples and discrepant results were identified for 3 patient samples. Patient 1 initial result was 7.0 mg/dl. The repeat result was 9.3 mg/dl. "Patient 3" initial result was 6.4 mg/dl. The repeat result was 8.6 mg/dl. "Patient 4" initial result was 6.2 mg/dl. The repeat result was 8.6 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The ca reagent lot number and expiration date were not provided. The customer ran qc and it was out of the acceptable range. The customer replaced the reagent pack and calibrated it. Qc was acceptable. The field service engineer (fse) inspected various parts of the instrument and ran a 21-cup precision with acceptable results. Qc was acceptable.

Manufacturer narrative:
The c702 module serial number was (B)(6). Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.